Event description:
It was reported that upon opening the bone cement during surgery a monomer (powder) was found scattered inside the plastic package. The surgeon confirmed that the syringe lid was loose. The surgeon decided not to use the product in question and used another product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2024, the patient underwent the surgery via tka. The product in question was opened during surgery, and upon final opening (clean, paper lid on the surface of the plastic package), monomer (powder) was found scattered inside the plastic package. The surgeon confirmed that the syringe lid was loose. The surgeon decided not to use the product in question and used another product (vacumix 50). No further information is available. The product was returned to depuy synthes for evaluation. A manufacturing investigation was performed by the depuy synthes blackpool team. Visual inspection of the returned device found the vmp endurance 80g package open, showing cement scattered on the inside. Additionally, the end cap of the cement reservoir has an orifice where the cement comes out. As the cause of the issue is potentially a manufacturing error, a nonconformance has been raised. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a non-conformance has been raised to address this issue.